Event description:
It was reported that during a roux en y procedure, the first three clips fired fine. The fourth clip came out unformed. The fifth clip was pear shaped. The seventh clip came out unformed. The staff switched devices and fired one more clip with no problem and used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.